Manufacturer narrative:
(B)(4). The stent remains in the vessel; the customer reported the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with a myocardial infarction. A grade 3 perforation occurred post drug eluting stent (des) placement in the proximal-mid right coronary artery (rca). The patient was hypotensive and coded. Pericardiocentesis was performed and cardiopulmonary resuscitation (CPR) was started. A graftmaster stent was advanced several times with anatomical resistance and the third attempt was successfully implanted at 15 atmosphere (atm); however, no post-deployment angiogram was performed, so it could not be confirmed if the stent sealed the perforation. A balloon dilatation catheter was used to control bleeding and the patient was intubated; however, the patient remained hemodynamically unstable and subsequently died. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the graftmaster coronary stent graft system, instructions for use (IFU) states: an unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent graft may be damaged when retracting the undeployed stent graft back into the guiding catheter. Also the IFU specifies: fully expand the stent graft by inflating to nominal pressure at a minimum. The IFU, specifies the nominal pressure is 15 atmospheres (atm). It is unknown if either of the IFU deviations contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported device operates differently (failure to seal)/stent graft leak; however, the reported physical resistance and subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of death as listed in the graftmaster IFU is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial medwatch report submitted, information received states that the graftmaster met anatomical resistance and a guideliner was used for additional support to reach the vessel injury and deploy the graftmaster stent at 14 atmosphere. The patient died from the cardiac tamponade which was not resolved by pericardiocentesis. No additional information was provided.